Manufacturer narrative:
Patient code: surgicial intervention; device code: material separation. The hospital would not return the product to edwards so several pictures were taken. The hospital did not record the lot number during the procedure. Edwards initiated a corrective action and a field corrective action which are applicable to this event.

Event description:
It was reported that the introducer sheath for the endoplege coronary sinus catheter separated at the hub during removal of the sheath. Dr. (B)(6) reported that as he was making rounds early tuesday morning the nurse taking care of the patient informed him that when they tried to remove the introducer on the night shift that they met considerable resistance when pulling on the hub and the introducer seemed to be stuck in the patient. Dr. (B)(6) reported that when he looked at the product that there was one stitch placed in the suture flange on the hub that the resident had put back in when they decided to leave it in place overnight. Dr. (B)(6) then cut the single suture and pulled on the hub in order to remove the introducer and after a couple of "gentle" pulls the hub separated from the shaft of the catheter. At that point the remaining piece of the introducer was not accessible from the insertion site and the patient was send to the interventional vascular lab. The piece of introducer was successfully removed via the femoral vein approach and dr. (B)(6) reported that it was in the right atrium at the time of removal. The patient is doing well and has had no complications from this event.